Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good physical condition.the device was tested with a generator and was functional. The clamp arm was able to be opened and closed properly.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clamp arm of the device could not open after closing. Another device was used to complete the procedure. There were no adverse consequences for the patient.